Event description:
A pt was implanted with a zero-p implant for an acdf at c3-4 and c4-5 on (B)(6) 2012. One of the zero-p going caudal into c5 backed out of the implant by a couple of millimeters. The pt was returned to the operating room on (B)(6) 2012 for the hardware removal. The surgeon removed the screw at c4-5 and did not revise the pt with a new screw. The surgeon decided it was best for the pt to not replace the screw. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.